Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 9.73 pg/ml, and the repeated result was 44.3 pg/ml.